Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intra peritoneal volume (iipv) condition. The cause was determined to be one or more cycles advances to next fill when slow/no flow occurred above the min drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:54:41. During night drain cycle six, the patient's ultrafiltration reading was 1150ml, indicating the home patient (hp) drained 1150ml more than their maximum programmed fill volume of 1500ml. No additional information is available.